Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.

Event description:
The customer's mother reported on (B)(6) 2013 her son's blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. The pod was deactivated and he was able to activate a new pod. She stated the cannula was not "fully" inserted into the infusion site and there was blood in the cannula.